Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant medical device(s): 320-01-42, (B)(4) - eq rev 42mm glenosphere. 320-15-05, (B)(4) - eq rev locking screw. .

Event description:
Approximately 3 months postop left tsa this male patient was revised due to infection. Patient was last known to be in stable condition following the event. The devices were disposed of by the hospital.